Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in the emergency room with intermittent syncope. Upon review, the right ventricular lead exhibited intermittent capture. Chest x-ray performed on (B)(6) 2018 revealed lead fracture. The cause of the fracture was believed to be due to subclavian crush. A temporary lead and external pacemaker was installed. On (B)(6) 2018, the patient presented for a right ventricular lead extraction procedure. During the procedure, an infection was observed. The entire system was explanted and the patient was placed on antibiotics. On (B)(6) 2018, a new system was implanted. No patient symptoms were reported post procedure.

Manufacturer narrative:
Initial reporter - the initial reporter's name should have been dr. (B)(6) rather than dr. (B)(6).